Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: no functional defect was found. -abb cover is torn exposing the slug contacts, abb responds properly to presses. And the bolus button had a leak.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.